Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) referred the health care professional (hcp) to the local company representative to further troubleshoot. This device remains in service. No adverse patient effects were reported.